Manufacturer narrative:
On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Twenty eight days after peritonitis onset, antibiotic treatment was discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in 1966. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as changed caregiver. The patient was hospitalized for the event. Treatment, action with dianeal therapy and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.